Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jan-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 15mg/ml at a dose of "5mg/ml", bupivacaine 15mg/ml at 5mg/day, and clonidine 500mcg/ml at a dose of "166.67". It was reported that, during a routine pump replacement due to end of service (eos) on 2022-12-27, the physician noticed some residue and build-up at the pump and catheter connection site. When the new pump was attached to the existing catheter, the physician aspirated and cleared the drug from the existing catheter. He then aspirated cerebrospinal fluid (csf) again and attempted to push it back through the catheter, at which time he noticed leaking around the catheter connection site. The physician was given a proximal segment revision kit. He detached the existing pump segment and measure it against the new segment so that he could cut them to the exact same length. The new proximal pump segment was connected using a collet. The pump was then reattached. A final catheter aspiration was done with positive return of csf. In regards to environmental, external, or patient factors that may have led or contributed to the issue, high drug concentrations with adjuvant drugs were noted. At the time of the report, the issue was resolved and the patient status was "alive-no injury". The patient's medical history was asked but was unknown. The date that the event/di fficulty occurred was asked but was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.